Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of our threaded headed pins broke in the pin driver and the other end got stuck in the proximal tibial cutting block during surgery. The block was pinned in the patient at the time. And it was when trying to remove the pins on power this happened. Delay to surgery was approximately 20 mins.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.